Manufacturer narrative:
Product complaint # (B)(4). MFR# 1818910-2021-29101 is being retracted since it was found to be a duplicate of MFR# 1818910-2020-21026. MFR# 1818910-2020-21026 will be kept for investigation purposes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This pc was created following and additional information received on the (B)(4) found in aei note (B)(6). 12-jun-2020 to 25-aug-2020: patient c/o swelling, effusions, pain, instability, scar tissue, popping and grinding. (B)(6) 2020: patient undergoes a revision of the "femoral compartment, synovial biopsy, and removal of a retained acl screw" it is unknown what components were revised. Surgical findings are flexion instability and flexion contracture. All components were well fixed (another new (B)(6) will be required to capture this event) doi: (B)(6) 2019, dor: (B)(6) 2020, right knee.